Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the accu-chek guide strips with lot 101829 had the expiration date of of 28-nov-2023 printed on the label of the vial. The alleged labeling is incorrect; the correct expiration date for lot 101829 is 28-nov-2021.